Manufacturer narrative:
A1: patient identifier: not available due to goverment regulations. A2: age & date of birth: not available due to goverment regulations. A3: patient sex: not available due to goverment regulations. A4: weight: not available due to goverment regulations. A5: ethnicity: not available due to goverment regulations. A6: race: not available due to goverment regulations. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that while preparing the angio-seal the dilator was unable to mate with the sheath. When trying to insert the sheath to the dilator, the dilator pushed itself out of the sheath while inserted. They tried mating the dilator with the sheath and was also unable to mate the system correct. No click was felt or heard, also the holes on the sheath stay closed. The procedure performed prior to the use of the angio-seal device was unknown. The size of the procedural sheath used was unknown. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, they stick with ultrasound (us) guidance. The patient was in stable condition. Additional information was received on 26 jun 2023: hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint was unable to be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).